Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, the reported difficult or delayed positioning (anatomy) appears to have been a result of procedural conditions. A cause for the reported pericardial effusion could not be determined. The reported patient effect of pericardial effusion is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and surgical procedure were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr) in the patient with a slightly rotated heart. During the procedure, it is suspected that the mitraclip interacted with chordae twice. Standard troubleshooting maneuvers were able to get the clip out of the chord. After the second interaction, there was a little more resistance noted with the clip delivery system, but he was able to get a good grasp and deploy the clip, reducing mr grade to 1. There was no chordal rupture noted. After the clip was deployed, a small pericardial effusion was noted and it began to grow. It is unknown what caused the effusion. Visualization was fine until the effusion occurred. Pericardiocentesis was performed and the fluid around the heart was drained. The cardiothoracic surgeon was called and it was decided to perform a substernal window to evacuate the fluid around the heart. The patient remained stable through out. There was no additional information provided.